Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8 mm force bipolar (fb) instrument stopped working mid case. Tried to troubleshoot by plugging in a new cord but still wouldn't work. Then had to obtain a new force bipolar instrument and it worked fine. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8 mm force bipolar (fb) instrument to perform failure analysis. The instrument was analyzed and was placed on the in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. The instrument failed the energy delivery test. The electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument was transferred to engineering for further investigation. Initial findings confirmed. The instrument passes energy recognition but fails to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis.